Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified high scan on the sensor when compared to an adc meter. The customer experienced dizziness, tremors, and a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who obtained an unspecified glucose result and administered sugar liquid for the diagnosis of hypoglycemia. No further details were reported. There was no report of death or permanent impairment associated with this event.